Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastric sleeve procedure, the device was not sealing properly. The surgeon was making initial dissection along the greater curvature of the stomach when bleeding was noticed after using the ligasure handpiece. They re-grasped to stop the bleeding, but it was not successful. There was no re-grasp alert and end tone was heard. The amount of bleeding was less than 250 cc. They stated that it seemed like there was no energy being disbursed between jaws at times. They then used clips to control the bleeding. The surgical team opened a new device and used it with a different generator, and the procedure was completed with no issues.